Manufacturer narrative:
It was reported that the device "puts out no air". Due to this, breathing treatments could not be administered. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Device is not "pushing out the medication".